Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a button error alarm. The customer reported that the up arrow button was stuck. The customer reported that the bolus amount kept ramping up. The customer's blood glucose was 35 mg/dl at the time of incident. The customer stated that the blood glucose reached 252 mg/dl. The customer stated that they treated the low blood glucose with food and soda. The customer stated that they were unable to clear the button error alarm with esc and act button. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with broken battery tube threads, cracked case at display window corners, broken belt clip slot and minor scratches on lcd window.